Event description:
#Medwatcher #follow up1 #FDA mw5059747 #(B)(4). I forgot to add test showed liver sluggish and thyroid problems. Developed glutten and dairy allergies.

Event description:
(B)(4). Depressed, migranes very bad, tired, periods irregular back pains.

Event description:
#Medwatcher #follow up2 #FDA mw5059747 #(B)(4). I also had a tumor the size of a softball inside my ovary!!